Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device and duplicated the reported phenomenon. The examination (xenon) lamp had the igniter failure which was not lit the examination lamp and then the error e103 occurred. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(6), omsc surmised there was the possibility this phenomenon was attributed to the power supply unit failure of the subject device due to the long term-use passing more than 7 years since manufacturing the subject device. The malfunction circumstances might be occurred as follows; the error e103 occurred. Since the examination (xenon) lamp could not be turned on due to the power supply unit failure, it sent ignition error (e103) information to the video processor, and it is presumed that the video processor was displaying the e103 error on the monitor. The examination (xenon) lamp was not lit. Since the required ignition voltage was not output due to the failure of the power supply unit, the lamp could not be turned on. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e103 which indicated the subject device was broken down was displayed at the unspecified timing. There was no report of patient injury associated with the event.